Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker, right ventricular lead, left ventricular lead, and atrial lead developed a fever and was hospitalized for evaluation of their clinical condition. The patient was diagnosed with endocarditis. The device and leads were removed. However, the left ventricular lead could not be removed and remained in the patient. The patient was discharged from the hospital with a treatment of antibiotics. No additional adverse patient effects were reported.